Event description:
It was reported that one one-link needle-free IV connector was observed with blood clotting at the injection site. According to the reporter, this event was noted during patient use; however, no adverse event was associated with this event. This event is reported to have occurred during the customer's "lab draw procedures." No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.